Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented invalid syringe identification when utilized with 35ml syringe . No patient injury was reported.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. The visual inspection showed that the device was cracked on both front corners of the top case and cracked on the right plunger case. During the functional test, all syringe sizes were tested. Device was able to recognize all the different sizes of syringe except for the 30ml syringe, also all the size reading of both qc slugs within the required specs. The root cause was that the device was not configured for the 35ml syringe. Repair was not needed for the customer reported problem because there was no problem found and the device operated as intended. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.